Event description:
It was reported the patient was unable to charge the ipg as it had migrated. As a result, surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was achieved post-operatively.